Manufacturer narrative:
Two lf5544 were received for evaluation. Visual inspection found the clear boot insulations were torn, however all pieces were still attached and present. The customer reported that during a procedure, both devices were arcing when valleylab mode was used. The reported condition was confirmed. The samples failed hipot testing. The devices arced due to the damaged insulation. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, both lf5544 devices used were arcing when valleylab mode was used. No patient injury occurred nor medical intervention was required. Another ligasure device worked well with the same generator.